Event description:
Pt admitted to the nicu on (B)(6) 2023 for extreme prematurity; 5 fr ogt (lot unk) placed on admission and feeds of donor human milk started on (B)(6) 2023. On (B)(6) 2023, ogt replaced with a 6.5 fr ogt (lot ty230404). On (B)(6) 2023, ogt replaced with a 5 fr ogt (lot ty230214). On (B)(6) 2023, ogt replaced with 5 fr ogt (lot ty230214). On (B)(6) 2023, ogt replaced with 5 fr ogt (lot ty230214). On (B)(6) 2023, ogt replaced with 5 fr ogt (lot ty 230113). On (B)(6) 2023, ogt replaced with 6 fr ogt (lot 170323ff). On (B)(6) 2023: abdominal x-ray obtained for emesis and abdominal distention. Benign, continued with feeds. On (B)(6) 2023 1126: acute decompensation with hyperglycemia, metabolic acidosis and hypercarbia with increased ventilator settings on the hfjv. Pt lethargic and dusky on exam with bloody stool and firm, distended and tender abdomen. At 1145: abdominal xray demonstrating pneumatosis, portal venous air consistent with necrotizing enterocolitis; 1202: abdominal x-ray demonstrating pneumatosis and portal venous air; 1904: evacuation of pneumoperitoneum via peritoneal drain placement at the bedside. Pt on insulin drip. On (B)(6) 2023 - (B)(6) 2023: pt continued to be acidotic, hypotensive and hyperglycemic with increased ventilator settings. Received epinephrine drip. Ffp and prbc transfusion completed for continued frank stools and hematuria, low platelet count. On (B)(6) 2023 0847: surgery evacuated add'l air from peritoneum via q-tip for persistent pneumoperitoneum on abdominal x-ray. Pt made an "and"; 1032: pt held and electively extubated. Time of death: 1032. Refer to add'l doduments in i2k.